Event description:
A pharmacist reported that a pt complained of lower blood glucose readings with co's device. Within the last month, the pt, a type ii diabetic on oral medication, obtained blood glucose readings in the 73 mg/dl range with device. He felt these readings were lower than the usual readings he obtained with another device (in the 150 mg/dl range) so he spoke with his pharmacist on 9/5/96. At this time, the pharmacist performed a normal control solution test and obtained a result of 124 mg/dl versus a normal control solution range of 114-170 mg/dl (solution lot and expiration date unknown). On 9/6/96, the pt returned to the pharmacy and the pharmacist spoke with the co rep. At this time, the pt performed a side by side blood glucose comparison with his test strips, and a new bottle of another test strip, (code 8, exp. 7/31/97) taken from pharmacy inventory. The pt obtained readings of 83 and 323 mg/dl respectively. The desiccant is in all bottles. The pt's meter was set to the appropriate code for a prolonged period of time. The pt could not recall the last time he obtained a test result in the 150 mg/dl range with test strips. The pt did not have a check strip available.